Event description:
It was reported by service report that the motion interrupt pan and power cord ground prong were missing. No patient involvement or adverse consequences are reported.

Manufacturer narrative:
Motion interrupt pan.